Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The 7 mm extended length endoscope IFU instructs, prior to each use, verify that image quality and light intensity are adequate to perform the procedure; if inadequate, remove the endoscope from operation. Inspect the endoscope for visible damage (e.g., cracks loose components); if found, remove the endoscope from operation. (B)(4).

Event description:
The hospital reported that the endoscope was not working. The hospital declined to return the product in question and was unable to provide additional information regarding this event.